Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative on 2017-nov-20 noting that the explanted battery will not be returned to the manufacturer for analysis as the customer had discarded the product. Patient weight at the time of the event was asked but unknown. Product information for the newly implanted device was provided. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97702, serial (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 977a260, lot# va0vgf4032, serial (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3778-75, serial (B)(4), implanted: (B)(6) 2013, product type: lead. MDR #3004209178-2017-24044 addresses the report of the initial ins that was replaced due to normal eos. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) was replaced on (B)(6) 2017 due to normal end of service (eos). Before the procedure, impedances were checked and were within normal range on 0, 1, 2, and 3. Impedances were >10,000 on electrodes 4, 5, 6, and 7. The ins was replaced. The leads were plugged into the new ins and the impedance values in range were on 0 and 6. Impedances on 1, 2, 3, 4, 5, and 7 were all >40,000. The patient was programmed using the 0/6 electrode pain. It was noted that good coverage was achieved following the procedure. No further complications were reported.